Event description:
Surgical procedure being performed was an orbitial biopsy. When the surgeon activiated the x0med-treace cautery a spark was noted. Upon examination of the patient, it was noted by the physician that the patient had 1st and 2nd degree burns to the eyelid and the lower eyelashes had been singed offdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.